Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable. The instrument was installed on an in-house system for functional testing. The instrument moved intuitively. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during central processing, customer was unable to open up the 8mm fenestrated bipolar forceps instrument. The procedure was completed with no reported injury.